Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up. Upon functional testing, the fse found that the power distribution unit (pdu) fan tray was defective. To resolve this issue, fse replaced pdu fan tray and dc power source. After replacement of pdu fan tray and dc power source, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The device was inside clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the power distribution unit fan tray and dc power source needed to be replaced. The fse replaced the parts, and the device was returned to expected functionality.